Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Batch # unk. The following information was requested, but unavailable: did the device jaws tear the artery? Or did a clip tear the artery? How much blood loss was there (mls)? Was a transfusion required? How was the torn artery repaired? Was there any change to the procedure as a result of the event? What is the current patient status?

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device tore the artery resulting in an additional blood loss. Unknown how case was completed.